Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and the device inspection, olympus confirmed the result of the reported event due to defective electronic component failure. However, the root cause of the component failure could not be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflator screen blacked out. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.